Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. Even though root cause cannot be confirmed patients fall may have contributed to alleged event. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On (B)(6) 2020, patient underwent a spinal procedure with reline mas on the t12/s2ai levels. As per reporter patient experienced a fall causing screws to loosen at t12 and l1 levels. On (B)(6) 2020 patient underwent a revision procedure. It was reported that the screws at t10, t11, t12 and l1 were replaced.